Event description:
Procedure: inguinal hernia repair. According to the reporter, a piece of the device was broken off when it was opened. The piece fell out of the package. Used another device without further investigation. No patient involved. No surgical delay. No reinforcement material used. The device is not being returned as it was discarded by the customer.

Manufacturer narrative:
(B)(4).